Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead; implant date 2008-(B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was recording increased impedance and noise. The rv lead's pin was discovered to be improperly, inadequately positioned into header of the patient's implantable cardioverter defibrillator (ICD). Intervention was performed to reposition the pin, and resolved elevated impedance readings and noise. The patient's rv lead remains in use, and no patient complications have been reported as a result of this event.